Manufacturer narrative:
Device received with broken off end cap. Unable to perform rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test due to broken off end cap. Drive support disk was inspected and no anomaly was noted. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was broken and bottom was taped to keep together. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.